Event description:
User facility medwatch received. (B)(4). Patient had revision of left total hip replacement with removal and exchange of acetabular component and femoral head. Increased blood cobalt and chromium levels. MRI suggests adverse reaction to metal. Components identified as follows: femoral implant: ref (B)(4); lot 2199714, size 49 exp 2011-07. Acetabular cup: ref (B)(4); lot 217630, size 56, exp 2011-06.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.